Event description:
It was reported that an uptick in premature wear on the pressure regulating balloon (prb) right where the fat part of the tubing connector meets the balloon wall was identified. This issue has been seen about once per month over the past year or longer. Prior to this he has not seen this issue. No more information is available at the moment.